Manufacturer narrative:
Physio control evaluated the customer's device and was unable to verify the reported issue. After performing unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio control to report that their device would not deliver defibrillation therapy. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.